Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.

Event description:
Customer reported a blue screen and system hangs during normal work. They had to restart the system completely. No injury was reported as a result of the restart.